Event description:
Sorin group received a report that the pump boot tubing of the cardioplegia line split during priming. The line was replaced prior to any patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group received a report that the pump boot tubing of the cardioplegia line split during priming. The line was replaced prior to any patient involvement. The involved tubing was returned for evaluation. Visual inspection of the returned unit confirmed the presence of a small hole. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group received a report that the pump boot tubing of the cardioplegia line split during priming. The line was replaced prior to any patient involvement. The involved cardioplegia tubing set was returned to sorin group USA for evaluation. Visual inspection confirmed the presence of a small hole in the cardioplegia pump loop tubing. Evaluation of representative tubing from inventory, including a tubing life test, was unable to reproduce the type of failure seen in the returned tubing and found no evidence to suggest a product defect. All samples lasted well beyond the rated lifetime of 6 hours. Follow-up communication with the customer revealed that the line had not been twisted, pinched or over-occluded. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. The root cause could not be determined and no trend for this type of issue has been identified therefore no corrective actions are planned at this time.